Event description:
Same event as MFR report#: 2134265-2008-01103. It was reported that during a percutaneous coronary interventional procedure, withdrawal difficulties occurred. The calcified, 90% stenosed lesion being treated was located in the tortuous proximal left anterior descending artery (lad). The lesion was predilated with a 2.0 x 15mm apex balloon three times to a maximum of 12 atms. The rotablator system was then platformed at a speed of 180,000 rpms. Two ablation runs were completed with a 5000 rpm drop, the first run and a 4000 rpm drop the second run. The 1.5mm burr became stuck in the lesion during withdrawal in the dynaglide mode, and the console stalled. The ECG showed an st elevation. Another guide catheter was advanced from a different approach, an unk balloon was inflated and the burr was successfully removed. The st elevation resolved with the removal of the burr. No further pt complications were reported, and pt status was reported as "good".